Manufacturer narrative:
Due date of the report was inadvertently selected as 1/12/2022 instead of 1/2/2022. This was an accidental manual error which resulted in this report having been submitted after the due date. Apologies for any inconvenience. (B)(4). Return of the device for analysis is anticipated. A supplemental report will be submitted when the device analysis is completed pending device return. Csi ID: (B)(4).

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for treatment of a lesion in the left anterior descending artery (lad). There was initial concern regarding the stenosis and whether the device would be able to cross the lesion, but the physician wanted to use orbital atherectomy as it would allow for treatment of a large portion of the vessel, which was estimated to be 4mm in diameter. The physician noted the viperwire was kinked prior to treatment. Treatment of the proximal lad lesion was successful. Glide assist was used repeatedly to advance the crown through the mid segment of the lad after angioplasty with a 2mm balloon at nominal pressure. Proximal to distal treatments were performed, but the oad could not be advanced through the lesion. Proximal to distal and distal to proximal treatments were then performed, but resistance was encountered. The viperwire did not remain in place, and the physician repeatedly repositioned it. Due to the resistance encountered, a csi rep recommended maintaining a shorter distance from the end of the guidewire. The rep also advised maintaining at least 5mm distance from the tip of the wire. During repeated efforts to pass the oad crown through the lesion, it was noted that the guidewire tip had become separated. The physician introduced a balloon to inflate the vessel since the patient had reduced flow to the artery. While flow improved, the balloon then became stuck in the lesion and could not be removed. Following several manipulations and subsequent inflations, the balloon was removed without incident. Following unsuccessful efforts to snare viper wire tip, the physician chose to balloon and stent over the dislodged segment. The procedure was completed without incident or any further complication. The patient was stable following the procedure.

Manufacturer narrative:
Due date of the report was inadvertently selected as 1/12/2022 instead of 1/2/2022. This was an accidental manual error which resulted in this report having been submitted after the due date. Apologies for any inconvenience. (B)(4). Return of the device for analysis is anticipated. A supplemental report will be submitted when the device analysis is completed pending device return. Csi ID: (B)(4).

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for treatment of a lesion in the left anterior descending artery (lad). There was initial concern regarding the stenosis and whether the device would be able to cross the lesion, but the physician wanted to use orbital atherectomy as it would allow for treatment of a large portion of the vessel, which was estimated to be 4mm in diameter. The physician noted the viperwire was kinked prior to treatment. Treatment of the proximal lad lesion was successful. Glide assist was used repeatedly to advance the crown through the mid segment of the lad after angioplasty with a 2mm balloon at nominal pressure. Proximal to distal treatments were performed, but the oad could not be advanced through the lesion. Proximal to distal and distal to proximal treatments were then performed, but resistance was encountered. The viperwire did not remain in place, and the physician repeatedly repositioned it. Due to the resistance encountered, a csi rep recommended maintaining a shorter distance from the end of the guidewire. The rep also advised maintaining at least 5mm distance from the tip of the wire. During repeated efforts to pass the oad crown through the lesion, it was noted that the guidewire tip had become separated. The physician introduced a balloon to inflate the vessel since the patient had reduced flow to the artery. While flow improved, the balloon then became stuck in the lesion and could not be removed. Following several manipulations and subsequent inflations, the balloon was removed without incident. Following unsuccessful efforts to snare viper wire tip, the physician chose to balloon and stent over the dislodged segment. The procedure was completed without incident or any further complication. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis despite attempts to have it returned to csi. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).